Event description:
It was reported by the aci distributor that a (B)(6) male pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6.5 mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician followed the steps per the IFU. When the physician pulled the sheath, the advancer tube was not present. The pt was converted to approximately 10-12 minutes of manual compression. Hemostasis was achieved. The pt was reported as hospitalized (not mynx related), and discharged home on (B)(6) 2012.

Manufacturer narrative:
The device was received with the advancer tube inside the shuttle cartridge in the mfg position. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and the shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. Based on the provided info and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. As the failure could not be observed, the root cause of the incomplete engagement could not be determined. The review of the lhr (lot f1134803) indicated that the mynx lot met all established performance criteria prior to shipment.